Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor, causing communication faults. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
During evaluation of an electrode belt for an unrelated problem, it was found that an electrode belt's connector was unable to securely latch to a monitor.